Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17279; 2938836-2019-17281. It was reported that the patient presented with superior vena cava (svc) thrombus with thought of being secondary to pacemaker. The system was explanted on (B)(6) 2019 and replaced the following day with a leadless pacemaker. The patient also received a svc stent with the post-operative course complicated by a residual clot within the stent. A brachiocephalic thrombectomy, venoplasty, and distal stent placement were performed with successful restoration of flow.

Manufacturer narrative:
Analysis was normal. No anomalies were found.